Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "simple cysts, signs of rupture, contour undulations, and accommodation folds diagnosed via ultrasound and MRI". The device remains implanted. This record relates to the right side.